Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to moisture damaged electronic assembly. Insulin pump was received with high sleep current due to moisture damaged electronic assembly. Unit was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery lasts for only 2 days. The customer's blood glucose was unknown. The product was returned for analysis.